Event description:
The cardiologist attempted closure of the arteriotomy using the techstar xl 6 fr device. When deploying the device, posterior needle did not present. Needle backdown was attempted, and appeared to be successful, but the device could not be removed. Physician did a small cut down procedure in the "ccl" and removed the needles. The device then backed out of the artery and it was noted that it was fractured. The device was removed, and the arteriotomy was closed using manual compression. The pt recovered without incident.